Manufacturer narrative:
The field service engineer (fse) discovered the mixer motor to be faulty and a loose mixer bar. The fse replaced the mixer motor and tightened the mixer bar fitting. The fse performed sequence 1 from diagnostics multiple times and all values were well within 0.5% threshold. Calibration, quality control (qc), and patient comparison samples were performed. All results were acceptable. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The affiliate reported the customer alleged consecutively identical sodium (na) and potassium (k) results, for multiple patients, involving the au600 clinical chemistry analyzer. The erroneous results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.